Manufacturer narrative:
Surgery is planned to address scar tissue in patient with total knee replacement. Surgeon plans to exchange poly inserts during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Surgery is planned to address scar tissue in patient with total knee replacement. Surgeon plans to exchange poly inserts during the procedure.